Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 07/19/2017 with the following findings: during investigation of the returned pump, ¿cs69¿ alarm was reproduced when the pump was powered up. The pump was unable to recover from "cs69" after reboot. The ¿cs69¿ failure is defined as language file corruption while retrieving the language text. The ¿cs69¿ failure was written as ¿cs87¿ failure in black box. The alarm history shows evidence of ¿cs087¿ alarms. The error is resident to flash chip (u39) on the pcb. The complaint was thus confirmed.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a call service alarm (call service alarm issue) issue. The alarm was said to be cs 069. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.